Manufacturer narrative:
(B)(4).

Event description:
The complaint states the patient experienced a broken sensor wire. Product was provided for investigation. Confirmation of the problem was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.